Manufacturer narrative:
Manufacturer's report date: 04/06/2011. (B)(4). The customer's report of a leaking set was confirmed. The leak was due to a tear in the infusion set silicone tubing. The presence of a crush mark was noted on the upper fitment. The root cause of the tear in the silicone tubing was undetermined.

Event description:
Report of leak while infusing chemo. Clinician noted it was wet around the pump/tubing, so they took tubing out of pump and noticed a leak. No pt harm reported.